Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknonw. It was reported the patient presented to the emergency room with abdominal and back pain. A CT scan demonstrated that the stent graft had migrated and there was a type 1 endoleak present. It was also reported that a CT scan performed in 2004 demonstrated that the stent graft had migrated 15 mm without the presence of a type 1 endoleak at that time. The patient was referred to another hospital for treatment of the migration with another manufacturer's device. No additional information was received.